Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h11

Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) unit shows internal commination errors 67 and 107. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) stated fault table showed error 67 and 107. Could not reproduce error during testing. Operated system on simulator for extended period with no re occurrence of errors. Full function evaluation completed with no failures or alarms. Unit returned to customer.

Event description:
N/a.

Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) unit shows internal commination errors 67 and 107.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.